Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received stating that this device was subsequently explanted for normal battery depletion over six years after the initial clinical observations were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this pacemaker was being seen in the gastroenterology laboratory. The monitoring equipment present in the laboratory interfered with the minute ventilation (mv) feature on the device, resulting in high pacing rates. Normal rates resumed once the mv feature was turned to passive mode. No adverse patient effects were reported.